Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia]; hyperglycaemia [hyperglycaemia]; pen was locked and, in fact, the product was not being applied [device failure]; numbness in the feet and hands [hypoaesthesia]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia" with an unspecified onset date, another episode of "hyperglycaemia" and "numbness in the feet and hands" both started on (B)(6) 2015, "pen was locked and, in fact, the product was not being applied" with an unspecified onset date, and concerned a child female patient (age not reported) who was treated with novolin n penfill (long acting insulin human) and novolin r penfill (fast acting insulin human) with novopen 4 (insulin delivery device) all from unknown start date (05 months ago from the date of report) due to diabetes mellitus. Medical history included diabetes mellitus and hospitalization due to infection of the ear and hyperglycemia. It was reported that the novopen 4 was used with novolin n and novolin r. On an unknown date, the patient was hospitalized due to hyperglycaemia (further details not provided). On an unknown date, the mother was doing the applications to the patient but the pen was locked and the product was not being applied. The patient was again hospitalized due to hyperglycaemia between (B)(6) 2015. The patient also experienced numbness in the feet and hands on the same day (further details not provided). Blood glucose level was unknown at the time of the event. The problem in the pen was discovered at the hospital, where the patient was receiving the same medications but with a syringe and her blood glucose level was normal. On (B)(6) 2015, the patient did not present the reaction anymore. It was reported, that a test was performed in the pen and it was discovered that the pen had a problem. The medical doctor instructed the handling of the product. No changes were done in the diet or exercise. The patient wants to send the product for analysis and wants to receive a final reply. Action taken to novolin n penfill, novolin r penfill and novopen 4 was not reported. The outcome for the event "hyperglycaemia" was not reported. On (B)(6) 2015, the outcome for another episode of "hyperglycaemia" was recovered. The outcome for the event "numbness in the feet and hands" was recovered. The outcome for the event "pen was locked and, in fact, the product was not being applied" was not reported. Investigation results: novopen 4, batch cug0200, a batch trend report has been created. Nothing abnormal was found. The product was not yet returned for examination. Novolin r penfill 5 x penfill 3 ml - 100 ui/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novolin n penfill 5 x penfill 3 ml - 100 ui/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: event deleted (hypoglycemia); events added (hyperglycemia, hyperglycemia, hypoaesthesia); date of event added; outcome for event (second episode of hyperglycemia); other relevant history updated; novolin n and novolin r updated to suspect products; reporter's comment (the patient wants to return the suspect product to analysis and to receive a final reply for investigation); investigation results added; final manufacturer comment; relevant fields and narrative updated accordingly. Final manufacturer comment: 05-aug-2015: as novopen 4 has not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Evaluation summar:y novopen 4 - batch cug0200. A batch trend report has been created. Nothing abnormal was found. The product was not yet returned for examination. Name: novolin&#59406; penfill 5 x penfill 3ml - 100 ui/ml, batch number: unknown; no investigation was possible, because neither sample nor batch number was available. Name: novolin&#59410; penfill 5 x penfill 3ml - 100 ui/ml, batch number: unknown; no investigation was possible, because neither sample nor batch number was available.

Event description:
Hypoglycemia [hypoglycaemia] pen was locked and, in fact, the product was not being applied [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycemia", and "pen was locked and, in fact, the product was not being applied" both with an unspecified onset date, and concerned a child female patient (age not reported) who used novopen 4 (insulin delivery device) from unknown start date due to diabetes mellitus. Patient height, weight and bmi not reported. Medical history included diabetes mellitus (type not reported). Concomitant products included - novolin n penfill (insulin human), novolin r penfill (insulin human). It was reported that the novopen 4 was used with concomitant drugs novolin n and novolin r. The patient was diagnosed with diabetes 4 months ago (type not reported). Along the months, the patient was hospitalized 3 times (details not provided). On an unknown date, the mother was doing the applications to the patient but the pen was locked and the product was not being applied. The patient experienced hypoglycaemia and numbness in the feet and hands. The patient was currently hospitalized for 16 days so far at the time of reporting. The problem in the pen was discovered at the hospital, where the patient was receiving the same medications but with a syringe and her blood glucose level was normal. It was reported, that a test was performed in the pen and it was discovered that the pen had a problem. Action taken to novopen 4 was not reported. The outcome for the event "hypoglycemia" was not recovered. However, it was reported that blood glucose was normal after administration of insulin by using syringe. The outcome for the event "pen was locked and, in fact, the product was not being applied" was not reported.